Event description:
Per the clinic, the patient underwent surgery for debridement and explantation of the device on (B)(6) 2020. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient had an extrusion (not specified what had extruded and where it had extruded to). This report is submitted on november 9, 2020.

Event description:
Per the clinic, the patient had an extrusion (not specified what had extruded and where it had extruded to).

Event description:
It was reported that the patient experienced infection prior to explant.

Manufacturer narrative:
It was reported that the patient experienced infection prior to explant. This report is submitted on 15 september 2020.